Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had to frequently charge ipg due to higher frequency usage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Additional information was received that the ipg was not returned.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had to frequently charge ipg due to higher frequency usage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.